Event description:
Safe-t-pro (accu-chek); in a box of #200 sterile, single use, lancets, an estimated 20 devices failed to puncture skin. Spring tension in device felt to be inconsistent. Device was held against finger securely and the same operator noticed all the events. Sometimes failures occurred on repeated attempts. Devices used during june/july 1999 on mulitple pts.